Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006. Upon a f/u performed on (B)(6) 2010, noise oversensing was observed, which led to inappropriate therapy (shock). The pt reported that he was using a slot machine when he received the shock. The related episode dated (B)(6) 2010 17:35 shows clearly emi sensing. This episode also shows ventricular pauses (up to 10 sec) although the ICD was programmed in ddd/60 min-1. No noise markers were visible. Questions raised about the number of av committed pacing, and the counter for "vv delay=0 in detection zone".